Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 455 mg/dl with insulin flow block and flashing white display. Customer states that display was flashing but further found that no report of pump screen flashing when screen was turned on after being in sleep mode. Customer treated high blood glucose with manual injection and declined to troubleshoot for high blood glucose. Unable to troubleshoot for insulin flow blocked due to flashing screen. The insulin pump will be return for analysis. The sensor, reservoir, and infusion set will not be return for analysis.